Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure,the sheath kinked after accessing the left atrium. The sheath was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 80910 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked and twisted at several points. The sheath had four kinks between (0.9 inch till 3.9 inch) from the tip of the sheath. In conclusion, the reported issue was confirmed through testing. The sheath failed the performance test due to the shaft kink. If information is provided in the future, a supplemental report will be issued.